Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir o rings came off and leaked into the insulin pump. The customer's blood glucose reading was 60 mg/dl at the time of incident. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs showed that two of the three the reservoirs functioned properly and passed all functional testing; the reservoirs do not leak. However, the remaining reservoir was returned missing the o-ring and the stopper plunger; unable to perform the leak test.